Event description:
The customer reported that the jaws of the device locked on mesentery tissue and would not open. They were eventually pried open with a laparoscopic grasper. The knife blade would not retract either. There was no tissue damage or patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.